Event description:
Infant underwent transcatheter pda closure with a ado ii 4/4 device on a large newly on restrictive pda. Previous post deployment echo showed good position of device, however, imaging the next day showed dislodgement of the device into the right pulmonary artery without obstruction, and a significant issue of patent ductus arteriosus flow. Taken for cardiac catheterization for device retrieval. Per summary of procedure findings: previously placed ado ii 4/4mm embolize into the right pulmonary artery without significant obstruction. Significant residual large patent ductus arteriosus. Status post successful retrieval of embolized device was completed successfully. Due to the large ductus arteriosus with no significant waste it was decided not to pursue another device at that point. We have had two additional incidents of this occurring; they will be entered separately. It is unclear if this is only device related or if provider learning curve is also a factor. Product has been in use ~ 1 year.